Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned one (1) 30gx8mm, 0.3ml bd insulin syringe from an open polybag from lot 8316900. Consumer reported needle hub is separated from syringe barrel. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. Sample will be forwarded to manufacturing ((B)(4)) on 18jun2020 for further review. A review of the device history record was completed for batch #8316900. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 8316900. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates ) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: on 17 jun 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. (B)(4) was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) has been opened to address this issue. " rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA# (B)(4) was opened in response to this event.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ ii short needle insulin syringe barrel before use. The following information was provided by the initial reporter: "separated needle hub from barrel. Needle hub is separated from syringe barrel."